Event description:
It was reported via repair work order there was no auxiliary power as the power cord was disconnected on the bed due to a missing strain relief. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.